Event description:
Per independent repair center statement, unit is alarming or red light. The key failure is the manifold assembly is sticking. Additional malfunctions are the pe valve and the zip ties for the manifold were replaced.